Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarmap catheter was selected for use during the cryoablation procedure to treat atrial fibrillation (a fib). It was reported that the polarmap catheter could not be removed from the polarx balloon when they attempted to; therefore, it was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.